Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain, walking difficulty, instability, difficulty sleeping, decreased range of motion, effusion, and tibial tray migration, mispositioning, and loosening at an unknown interface. The surgeon noted bone loss on both the tibial and femoral sides. There was a significant medial tibial defect. The tibial tray, tibial insert, and femoral component were revised. There is no evidence the patellar component was revised. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 2015; dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the device history records were reviewed as part of investigation (B)(4). The record review found 1 unrelated non conformance on this batch. Micro and sterility tests passed.